Manufacturer narrative:
The getinge field service engineer (fse) found that the safety disk caused an alarm when it was unplugged during the leak test. The fse replaced the safety disk. The unit passed all safety and functional tests and was returned to the customer for clinical tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has multiple errors. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h11.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has multiple errors. There was no patient involvement.